Event description:
New information noted that the right ventricular lead exhibited noise and high capture thresholds. The lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited noise. No intervention was performed. Further information was requested however, was not provided.